Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for assistance performing a factory reset of the ilet following meal adaptation that set breakfast to 24 units and lunch to 23 units, with blood glucose of 181 mg/dl at the time of reset and prior use of dinner-only meal announcements for all meals. Symptoms included no reported adverse clinical effects. Outcomes included successful troubleshooting with restoration of device settings through a factory reset without medical intervention. Customer service provided guidance and verification that the reset completed, with the user electing to enter weight once the continuous glucose monitor (cgm) reconnects. Investigation of this case revealed no device malfunction, with device software functioning as designed and the adaptation behavior consistent with meal announcement use. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational use within expected device performance.